Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan. The meter involved with is complaint has been evaluated by lifescan product analysis on (B)(6), 2011 with the following findings. The meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was noted, when the test strips were tested with the control solution, it was found to have failed for control solution high. The 510 (k) # is k093745.